Manufacturer narrative:
A ge service rep performed an onsite investigation. The general purpose operating system (gpos) was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would not boot. There was no pt injury or death reported.